Event description:
This could have been an incident if the catheter could not have been reshaped with the stylet. The customer has said that if the hospital only has one of these which are faulty, it could put the baby's life or "neu".

Manufacturer narrative:
Device has not been returned for evaluation.